Event description:
It was reported to philips that the system's display had failed, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally but without the review monitor. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the power input and video signal, and all was working correctly. The fse then connected the monitor to another host and still no display and concluded that the monitor was defective. The fse solved the issue by replacing the monitor. After part replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.